Event description:
It was reported, when the device was used during a small bowel resection, there was bleeding along the staple line. The case was complete using sutures. There was no additional consequence to the patient.